Event description:
Customer's family member reported patient was admitted as an inpatient to a hospital for diabetic ketoacidosis. Troubleshooting was performed and pump programming and function appeared to be normal. Explained other possible causes of high blood glucose.